Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16264.

Event description:
The device indicates low tidal volume. Unknown if in use at time of event. No reports of patient/user harm or injury.

Manufacturer narrative:
H10: philips received a complaint from the customer reporting the v60 ventilator indicates a low tidal volume. The device was confirmed to be in use at time of event. There were no reports of patient/user harm or injury. A philips authorized service provider (asp) requested event details from the customer and confirmed there was patient involvement, with no harm. The patient was transferred to another working ventilator to continue therapy. The asp reported the device was repaired by a third-party vendor at the customer direction. No further details were provided. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.